Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined, that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined, that the battery oscillator device would not run, due to electrical control unit damage. And the device had component damage, thread saw blade coupling. It was further determined, that the device failed pretest for check the quick coupling for saw blades, check function of device and check oscillation frequency with frequency meter. The assignable root cause was determined, to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: (B)(4).

Event description:
It was reported from (B)(6)that during an unspecified surgical procedure, it was discovered that the battery oscillator device overheated. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.